Event description:
Proxy biomedical was notified on the (B)(6) 2013, via email by the (B)(4) distributor, that they have received a complaint regarding a omyra mesh product (part # 1061515, lot # c001662). The complaint was reported to b. Braun by (B)(6). Following implant of oymra mesh, the pt developed a colocutaneous fistula and re-intervention surgery was required. The pt made a full recovery. Note: omyra mesh - distributed in europe by (B)(4), is branded as motifmesh by proxy biomedical in the USA. The complaint contains details of a pt who underwent surgery to correct an incisional hernia located the left middle-abdominal area. An omyra 15x15cm mesh was implanted on the (B)(6) 2013 and fixed in placed using bbraun premilene central suture usp 1 and 25 polydioxanone (pds) stapler clips. The pt developed a colocutaneous fistula (an abnormal communication between the large bowel and the skin). Re-intervention surgery took place on the (B)(6) 2013; two months and one week after implantation. No details on the re-intervention surgery have been provided. The pt made a full recovery.

Manufacturer narrative:
The device is a synthetic device made form ptfe. Complications such as fistula formation are a documented risk associated with the motifmesh device - reference design (B)(4) and motifmesh product insert (instructions for use).